Event description:
Customer reported receiving a button error alarm on the insulin pump. The blood glucose reading was 461 mg/dl. Customer was treating with manual injections. She could not recall any significant event leading to this alarm and stated that she had been receiving them more and more often. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.